Manufacturer narrative:
The device has not been returned. A review of the device history record found no nonconformities or anomalies related to this complaint. The investigation is ongoing. The initial report was submitted on 03/13/2024 under incorrect cfn/fei/hcfa ID (1313525) - core ID (B)(4). Resubmitting initial report under correct cfn/fei/hcfa ID (1920664).

Event description:
A particle of the sleeve entered in the eye during phaco. The particle was completely removed and there was no patient impact reported.

Manufacturer narrative:
Correction: h6 investigation conclusion code 1. The most probable root cause of the event is component issue.

Manufacturer narrative:
One small plastic vial was returned with a bl5115-2 label from lot x4881 taped to the side. The expiration date on the label was 2025-feb-06. The rest of the pack was not returned. One pale-yellow disc-like particle was stuck to the bottom of the vial. The particle was soft and squishy and not hard to the touch. The disc-like particle was round and curl up on the edges. It would not lie flat. Dimensional measurements were taken via the microscope camera using a scotch tape over the long. The particle was approximately 1151 microns wide by 1194 microns long. The sample was sent to the lab for further evaluation. The sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds uses the characteristic x-rays generated from a sample bombarded with electrons to identify the elemental constituents comprising the sample. This technique generates a spectrum of x-ray energy lines associated with specific elements. The eds is capable of qualitative and semi-quantitative chemical analysis of elements atomic numbers 6 through 94. The detected elements are normalized to total 100%. The nominal detection limit for most elements is 0.1 weight %. Eds analysis indicated that the sample consists primarily of oxygen, silicon, and carbon. ; the sample was analyzed using a fourier transform infrared (ftir) spectrometer. Ftir is used in the characterization and identification of organic materials through the determination of the intramolecular bonds in the compound. Radiation in the ir region can be utilized by making use of the fact that specific frequencies are absorbed by specific interatomic bonds in organic molecules. Thus, ir spectroscopy involves collecting absorption information and analyzing it in the form of a spectrum. The frequencies at which there are absorptions of ir radiation ("peaks" or "signals") can be correlated directly to intramolecular bonds within the material being analyzed. The ftir analysis of the sample produced a spectrum consistent with that of silicone. The device history record, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined. Corrected d9: device was not returned. Corrected d4 UDI: (B)(4).

Manufacturer narrative:
The device has been returned and evaluation is anticipated, but not yet begun. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.